Event description:
Angioplasty was being performed on pt. The angioplasty was going smoothly; a cutting balloon was placed in the lad in order to prepare the vessel for brachytherapy. Distal inflations and deflations were performed without any difficulty. As the cutting balloon was moved from the distal lesion to the proximal lesion, physician was not able to manipulate the cutting balloon catheter with as much ease as was experienced in the more distal aspect of the lesion. Physician continued to try to move the balloon to the more proximal aspect of the lesion, but continued to meet with resistance. At this point physican removed the guide wire from the lad, as well as the guiding catheter. This appeared to facilitate the removal of the cutting balloon as well. However, as the equipment approached the right femoral artery sheath, it appeared that the cutting balloon would not continue through the sheath and out of the body. Consequently, the cutting balloon remained in the right femoral artery and physician was unable to remove it through the sheath. Vascular surgery examined the pt - the pt remained hemodynamically stable throughout. Physicians determined the pt should have their angioplasty completed and then brought to or to have cutting balloon removed. Pt went on to have successful angioplasty of the lad through a new left femoral sheath, followed by brachtherapy to the lad. Pt was prepared to go to the or for successful removal of the cutting balloon.